Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) to convert an arrhythmia. Undersensing of atrial arrhythmia was observed. In addition, it was noted that the time in the device may be incorrect due to possible interrogation with a programmer with an incorrect time set. Further in-clinic review was recommended. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) to convert an arrhythmia. Undersensing of atrial arrhythmia was observed. In addition, it was noted that the time in the device may be incorrect due to possible interrogation with a programmer with an incorrect time set. Further in-clinic review was recommended. The device system remains in service. No additional adverse patient effects were reported.